Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, the provided log was exported as part of the notice for field correction (nfc). The reported issue occurred after the logs were exported so the complaint cannot be confirmed with the provided log. Normally when a perfusion screen is exited flow is automatically set to 0 liters per minute (l/min). It is likely the flow was accidentally turned on while performing the flow meter nfc. This could cause the reported symptoms of 'an audible alarm and flashing light emitting diode (led) on the electronic patient gas system (epgs) at power up and a 'low oxygen supply pressure' alarm when a perfusion screen is opened. Since both air and oxygen were disconnected a 'low air supply pressure' would also have occurred but only one message would be displayed in the top message area. Without the log there is no way to see why calibration failed initially, but likely it was 0 flow high before calibration. The service repair technician (srt) was unable to duplicate the reported complaint. He unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to operate as intended. Calibration was initiated and passed, and no flow discrepancies were seen.

Manufacturer narrative:
Per the fsr, he received an audible alarm and flashing light emitting diode (led) on the epgs when the unit was turned on with the gas hoses disconnected. At this time the screen displayed the "low oxygen supply pressure" message. After connecting the gas hoses, he received a "high air supply pressure" message. Also, it would not allow him to calibrate the epgs after the required warm up time. He tried rebooting the unit by powering off and unplugging, but received the same issues. Eventually, after a couple of hours the messages went away but the system would still not allow for calibration. The calibration button remained grayed out. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) caused a "low oxygen (o2) supply pressure and high air supply pressure" error message. There was no patient involvement.